Event description:
Pt reported that she has experienced hyperglycemia of up to 300 mg/dl since the beginning of (B)(6) 2012, and she believes the insulin delivery of the infusion device is too low. Pt reported, the infusion device "showed a signal" on (B)(6) 2012 between 10:00-11:00 am. She confirmed the signal and checked the infusion device history, but there were no alarm or error messages. Pt also reported the protective rubber on the infusion device is worn out, and the infusion device occasionally loses time settings after the battery is changed. Pt did not have an infection or start new medication. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. The pt did not require treatment from a heath care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.